Event description:
The customer reported that the system had a charger failure error and locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.